Event description:
It was reported that a patient underwent a subtotal gastrectomy on (B)(6) 2011 and suture was used. The patient experienced wound dehiscence with abscess on (B)(6) 2011. The patient was treated with antibiotics. The event resolved on (B)(6) 2013

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.